Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station displayed a black screen and the drawer failed. A field service engineer replaced the boards for auxiliary half-height drawers 4.1 and 4.2 and also reseated the connections in the back of the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system unexpectedly stopped responding and went to black screen, preventing users from dispensing medications to a patient. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.